Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was no audio alert on the smart device. No additional patient or event information is available. Data was provided for evaluation. The reported no audio alert was confirmed via data. The root cause could not be determined.